Event description:
We received an allegation about discrepant results for 1 patient's samples tested with creatine kinase-mb (ckmb) assay on a cobas c503 analytical unit. Sample 1: initial result: 19.1 u/l. Repeat result: 10.5 u/l. Sample 2: initial result: 31.7 u/l. Repeat result: 14.4 u/l. The customer questioned the initial results and repeated the samples. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct as they correlated to the patient clinical picture.

Manufacturer narrative:
The c503 analytical unit serial number was (B)(6). Qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Manufacturer narrative:
Based on the provided data, a general reagent problem can be excluded as the qc was acceptable. The sample draw volume was too low and the clotting time was too short. The field service engineer observed dissolved gel presence in certain tubes. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue at the customer site. Preanalytic are within the customer's responsibility.